Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the day prior, a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 401 mg/dl. The user performed an infusion site change, resumed insulin delivery, and glucose levels began to stabilize. No medical intervention was required.